Event description:
Customer stated that the device displayed a result of 800mg/dl. The customer took 100 units of insulin. During trouble shooting results in memory were 616mg/dl, 778mg/dl, and 619mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.